Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with an ez steer thermocool sf nav and suffered a cardiac tamponade which required pericardialcentesis. The patient¿s medical history is unknown and did require one additional day of hospitalization in the intensive care unit. The procedure was halted. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this was because he had to torque harder than he likes due to patient¿s anatomy. Settings during the event include: power control mode at 35 watts, temperature of 27 c, impedance at 130-150 ohms, irrigation flow setting of 15 ml/min and two 8.5 french st jude sl0 63 cm sheaths were used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4); product name: webster® cs catheter with ez steer¿ technology and auto ID, us catalog #: bd710df282ct, lot #: 17053834m; product name: lasso® nav eco variable catheter, us catalog #: d134301, lot #: 17026179l; product name: soundstar® 3d diagnostic ultrasound catheter, us catalog #: sndstr10g, serial #: (B)(4). C) st. Jude medical has being notify for the non-bwi products used: st. Jude sl0 63cm sheath and a cook brk 71 cm needle. D) manufacturer's reference #: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). It was reported that a male patient, underwent an atrial fibrillation procedure with an ez steer thermocool sf nav and suffered a cardiac tamponade which required pericardialcentesis. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.